Event description:
It was reported that the right ventricular [rv] lead had high unipolar and bipolar threshold measurements, undersensing was seen on the patient's electrocardiogram and bipolar impedance had dropped significantly since implant. Multiple programming changes were made and the rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular [rv] lead had high unipolar and bipolar threshold measurements, undersensing was seen on the patient's electrocardiogram and bipolar impedance had dropped significantly since implant. Multiple programming changes were made and the rv lead was monitored. It was later reported that the patient presented to the emergency room following a syncopal episode. Interrogation of the device showed that the rv lead had no capture at maximum output and was oversensing in unipolar and bipolar pacing configurations. Fluoroscopy revealed that the rv lead had dislodged and was in the atrium; the lead was repositioned, appropriate programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected regarding the lead was received and analyzed. Analysis found the right ventricular pacing impedance dropped from approximately 900 ohms at implant to approximately 300 ohms within the past couple months.